Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a hole/cut in the hose. If the device was used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.